Manufacturer narrative:
The case description states that the user reported receiving 6.1u and 3u boluses uncommanded. The physical controller was not received for investigation. Ios log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the ios log files confirmed the delivery of the 6.1u and 3u boluses on the date and reported time of occurrence. The log files show that for the 6.1u bolus, the application was brought to the foreground, the bolus button was pressed to open the bolus calculator, and the carb entry field was modified one digit at a time to reach 40 grams. The logs show that a bg value from the user's cgm was loaded into the bolus calculator by pressing the use cgm button, which loaded a cgm value of 137 mg/dl. The confirm and start buttons were pressed to begin bolus delivery before the application was sent to the background again. The logs denote these interactions as user interactions with the application. The log files show that for the 3u bolus, the application was brought to the foreground, the bolus button was pressed to open the bolus calculator, and the carb entry field was modified one digit at a time to reach 20 grams. The logs show that a bg value from the user's cgm was loaded into the bolus calculator by pressing the use cgm button, which loaded a cgm value of 134 mg/dl. The confirm and start buttons were pressed to begin bolus delivery before the application was sent to the background again. The logs denote these interactions as user interactions with the application. Evidence of interaction with the application to program all boluses was observed in the log files. No evidence of an uncommanded bolus was observed in the available log files. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.6 cloud - smartphone operating system 18.2 cloud - smartphone hardware iphone14.7 cloud - cgm sensor type g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
A patient reports receiving a bolus of 6.1 units of insulin followed by an additional bolus of 3 units of insulin from the controller without requesting it. The patient reports their blood glucose level had decreased to 42 mg/dl. As treatment, the patient consumed apple juice and candy.